Event description:
The customer reported that during testing of the device output a reboot occurred. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that during testing of the device output a reboot occurred. No pt harm was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.